Event description:
It was reported that during an endovascular aneurysm repair (evar) procedure, deflation difficulties were encountered. The indication for the procedure was an abdominal aortic aneurysm. A non-bsc stent was implanted. The equalizer balloon was used for post-stent dilation of the main stent graft, the atm's and duration of the inflations are unk. The balloon catheter was removed from the pt. The balloon catheter was then re-introduced into the pt and advanced to the stent, " in order to touch the fork end legs of the stent" and the balloon was inflated. Following inflations to unspecified atm's the balloon was unable to be deflated or withdrawn into the introducer sheath. The balloon and sheath were removed together as a unit. The procedure was completed with a different device. The pt's condition was reported as "good". Add'l info has been requested.